Event description:
Additional information was received that immediately after valve deployment, the pvl severity was moderate. However, upon the procedure completion, the pvl was mild.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. No additional adverse patient effects were reported. Additional information was received that the stroke was identified after awakening from the implant procedure and was confirmed via neurological assessment. Per the physician, the stroke was potentially caused by the pre-implant and post-implant balloon aortic valvuloplasty (bav). Additionally, bulky calcification was observed on the patient's native valve leaflets, which contributed to the stroke. Additional information was received that a post-implant bav was performed due to paravalvular leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. No additional adverse patient effects were reported. Additional information was received that the stroke was identified after awakening from the implant procedure and was confirmed via neurological assessment. Per the physician, the stroke was potentially caused by the pre-implant and post-implant balloon aortic valvuloplasty. Additionally, bulky calcification was observed on the patient's native valve leaflets, which contributed to the stroke.